Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had high blood glucose readings of over 600 mg/dl and was taken to the emergency room last summer. Customer declined to speak to the helpline and no further information was obtainable.